Manufacturer narrative:
This lead has not yet been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was replaced one day post implant due to dislodgement. No additional adverse patient effects were reported.